Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unk), the device displayed a "check pads" message. The electrode pads were replaced and the device displayed a "check pads" message. Complaint indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.